Manufacturer narrative:
Analysis found that there was a residue consistent with biological contaminants on the device. Visually, the inner shaft broke. The break point corresponds to where the shaft diameter is reduced for the outer tube radius. The portion that became detached measure 2.305¿ from tip to break. The break itself contained circular patterns which indicates excess torsional loads. The diamond grit of the cutting head was compacted with biological contaminants. The reduced shaft diameter shall measure 0.0240 / +-0.0005¿ and measured 0.0241¿ indicating an in-specification condition. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that during a pituitary tumor procedure, the surgeon removed the drill bit from the patient and noticed that the tip had sheared off. All pieces were removed from the patient and they proceeded with the case using a different drill bit. There was no delay in the procedure. There was no patient impact or injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.